Event description:
Battery depletion even though the battery voltage was stated as 5.95 v mol1 at the last follow-up in 2006. The device had been implanted for 2.5 years. A high output of 5.0 v at 0.5 ms had been programmed. Device was explanted.

Manufacturer narrative:
The ICD first underwent a status interrogation. The battery state was eos. Even with a high pacing amplitude of 5.0 v at 100% pacing and 19 charge processes, this is not an expected value after an implantation time of 31 months. The ICD was opened. The internal structure of the ICD was visually unremarkable. The battery voltage of 4.35 v indicates a discharged battery, matching the device status eos. The battery was separated from the electronic module. The battery and the electronic module were analyzed separately. The electronic module was connected to an external voltage supply and then underwent an electrical analysis, which turned out that it functioned normally. In particular, the current uptake was without anomalies. The antitachycardia output signal was normal. A fibrillation signal was fed, and the device reacted according to specifications with a 30-joule defibrillation shock. The energy level of 30 joule was reached. The charge time was unremarkable. The battery was sent to the manufacturer for a destructive analysis. The self-discharge of the battery was determined. An increased self-discharged was detected. Then the battery was opened. The increased self-discharge disappeared during this process. For that reason, the location of the self-discharge could not be determined. The internal structure of the battery was unremarkable. In particular, the battery did not contain any foreign bodies. The electrical insulation between the anodes and the cathodes was intact. In summary, an increased self-discharge of the battery in addition to constant pacing with high pacing amplitudes contributed to the battery depletion complained about.